Manufacturer narrative:
Date of event was approximated. Device eval by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal to the distal end of the proximal markerband. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The short 80% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 2cm peripheral cutting balloon was selected for use. During the procedure, at first inflation within the lesion, the balloon ruptured at 4 atm. The device was removed and the procedure was completed with a different balloon. There were no patient complications and the patient was ok post procedure.

Manufacturer narrative:
Date of event was approximated.

Event description:
It was reported that the balloon ruptured. The short 80% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 2cm peripheral cutting balloon was selected for use. During the procedure, at first inflation within the lesion, the balloon ruptured at 4 atm. The device was removed and the procedure was completed with a different balloon. There were no patient complications and the patient was ok post procedure.